Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood throughout the lumen, tissue in the base of the helix and the helix mechanism extended. Cuts were observed in the outer insulation at 90 and 100 to 103 mm from the terminal pin and the cathode coil was found to be fractured at 135 mm from the terminal pin. The conductor coils were also noted to be deformed at 102 mm from the terminal pin. Analysis was able to confirm the field allegation that the helix would not retract, this was attributed to the cathode coil fracture. Analysis was not able to confirm the field allegation of noise.

Event description:
Boston scientific crm received information that the right atrial (ra) and right ventricular (rv) leads were explanted due to noise. The helix mechanism on both leads would not retract using the fixation tool. The helixes on the ra and rv leads were retracted only by the physician rotating the leads by hand. New ra and rv leads were successfully implanted. No adverse patient effects were reported.